Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the infusion set tubing detached from tubing-tubing connector. The infusion set was in use for 10 hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. No further information available.